Manufacturer narrative:
Device could not be evaluated as it was not returned, nor were any other surgical blades from the facility. A review of mfg records from the lot number provided revealed no issues occurred during production. This failure is atypical and without necessary info for a proper investigation, the true root cause cannot be determined.

Event description:
(B)(4). During hip resurfacing #10 blade broke into two pieces. Both pieces were recovered.